Event description:
It was reported that the patient experienced adhesive issues with infusion set, anchor patch came off when patient was in the shower event on (B)(6) 2026. Which resulted in high blood glucose levels and no treatment was given.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunctionto date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number.reporting site: 8021545.manufacturing site: 3003442380.